Manufacturer narrative:
(B)(4). Results: aneurysm enlargement, occlusion. Unknown cause of event. Conclusion: aneurysm enlargement, occlusion. Unknown cause of event.

Event description:
A talent stent graft system was implanted in a patient for the endovascular of a 53 mm in diameter thoracic aortic aneurysm. Proximal aorta was 28 mm in diameter. Distal aorta was 28 mm in diameter. It was reported that during the patient¿s two year follow-up CT scan, the maximum diameter of the aneurysm had increased from 50 mm to 52 mm in diameter. There was no evidence of a migration or an endoleak. No intervention has been planned. Also, there was thrombus noted between the two overlapping stent grafts which were previously seen on prior exams. No clinical sequelae were reported and the patient is fine.